Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a sleeve steering issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. It was noted that while turning the knob, the clip delivery system (cds) moved in the opposite direction. The cds was removed from the patient and exchanged. The procedure was completed without further complication and a resulting mr of grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported sleeve steering issue. There is no indication of a product issue with respect to manufacture, design, or labeling.